Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the experienced device turning off without user input which was not reproduced. The problem was confirmed and caused by a seized motor drawing too much current. The failed motor assembly was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it was observed to power off without user input. There was no pt involvement.